Manufacturer narrative:
Lot #, serial #, expiration date: lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Device evaluated by MFR: the device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Manufacture date: lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Internal complaint reference: (B)(4).

Event description:
It was reported that during a procedure, there was a uterine perforation. The physician stopped the case upon immediate escalation of deficit reading from 0-350. The myosure device was inserted into the patient but the perforation was noted by the surgeon prior to the cutting window being engaged. Patient was observed post operatively to monitor hemoglobin levels.